Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead there was difficulty in extending the helix and toposition the lead. It was also reported that helix extension could not be confirmed after several rotations. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut; visual summary analysis of the lead indicated damage at implant. It was noted that the helix extension/retraction/length testing could not be performed due to the condition of the returned lead.